Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the system detected fluid in the catheter and stopped the injection twice. After the second occurrence, the staff attempted to continue but the message reappeared, leading to the decision to change the balloon. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 2af283 balloon catheter with lot number 20525 was returned and analyzed. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" on the reported date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified a pinhole type, outer balloon breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed at 0.73 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guidewire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.